Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test along with the unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The following physical damage was noted: partially broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube.

Event description:
The customer reported via phone call that she dropped her insulin pump a few times and the device sustained the following damage: a detached black rubber ring on the reservoir compartment, a cracked reservoir tube lip, and various breaks on the insulin pump casing. The customer's blood glucose at the time of incident was 444 mg/dl and she was unsure if the insulin pump caused the high blood glucose. Troubleshooting was declined for the hyperglycemia; however, troubleshooting was initiated for the physical damage. The customer stated that she kept the insulin pump in her shirt pocket, and when she would bent over the device would fall out and hit the floor. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.